Manufacturer narrative:
Sections d9 and h4 were updated. The autopulse platform was returned to zoll san jose service depot for investigation. The reported complaint that the autopulse platform (sn (B)(6) would not switch to continuous compression mode was not confirmed during functional testing. The autopulse platform was able to switch to continuous compression mode without issues. A review of the autopulse platform archive showed no significant discrepancies. The autopulse platform passed the preliminary functional test without faults or errors. The platform was set to continuous compression mode. Following service, the autopulse platform passed all testing criteria.

Manufacturer narrative:
The autopulse platform in the complaint was returned to zoll for evaluation. However, the investigation is still in progress. A follow-up report will be submitted when the investigation is completed.

Event description:
The customer reported that during shift check, the autopulse platform (sn (B)(6)) would not switch to continuous compression mode. No patient involvement.